Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 10 am, he had suffered a hypoglycemic episode. Patient was on the phone with a coworker when his coworker noticed that patient sounded disoriented. Patient's coworker instructed patient to drink some juice or eat sugar. Although he does not recall these events, patient believes that he did drink some juice. Patient's coworker then called paramedics when patient's conditions did not improve. When paramedics arrived, patient was still disoriented so they transported him to hospital and patient was released the same day. Patient is unaware of his bg and cgm values at the time of the event. Since patient is unable to provide cgm data, dexcom is seeking for patient to return his cgm in order for dexcom to investigate the data around the time of the event. At the time of his call to dexcom technical support, patient was feeling better.